Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose (bg) level was "high", however, a bg value was not provided.. Reportedly, the issue resolved and the customer successfully filled the cartridge.